Event description:
It was reported that the patient presented to a generator change out procedure. Prior to the procedure, the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events of the stylet failure to advance and the helix mechanism issue were confirmed while the reported event of inadequate capture could not be confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood and tissue. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. Electrical testing found the open inner coil continuity due to the inner coil was over torqued and broken in the connector region consistent with procedural damage. The stylet insertion test couldn¿t be performed due to the damaged inner coil. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported events was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.